Manufacturer narrative:
The insulin pump was received with no back light, an unexpected pump error alarmed during self test, high sleep current measurement and low active current measurement due to severe corrosion on all electronic assemblies. The power management graph was in specification, however multiple unexpected pump error alarms while monitoring due to severe corrosion on all electronic assemblies. Constant pump error alarms during rewind due to severe corrosion on motor assembly. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to constant pump error alarms. The insulin pump was received with scratched casing, minor scratches on lcd window, cracked case on battery tube area, cracked battery tube threads, faded serial number label, peeling end cap address label and severe corrosion on force sensor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The patient¿s blood glucose was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.